Event description:
It was reported "catheter tip bent in a way that the wire would not go through the catheter". A new kit was opened for use. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). The customer returned a guide wire and a 3-lumen catheter for evaluation. The guide wire was kinked and returned wrapped up in itself. The components showed evidence of use in the form of dried biological material. Visual examination revealed the guide wire is kinked/distorted in several locations along the body. The core wire distal j-bend was misshapen but intact. Visual examination of the catheter revealed the tip was bent towards the distal end. Microscopic examination of the guide wire confirmed kinks in its body. Both welds were present and appeared full and spherical. Microscopic examination of the catheter confirmed the bend in the tip. The major kinks in the guide wire body were measured at 15mm, 23mm, and 30mm from the proximal tip. The guide wire total length measured 602 mm which is within the specification of 596 - 604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.799 mm which is within the outer diameter specification of 0.788-0.826 mm per guide wire product drawing. The catheter body length measured 214 mm which is within the specification of 207-227 mm per catheter product drawing. The returned guide wire was threaded through the returned catheter to replicate its intended use, per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The undamaged portions of the guide wire were able to pass through the catheter with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked was confirmed through examination of the returned sample. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Based on these circumstances and that the customer reported the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter tip bent in a way that the wire would not go through the catheter". A new kit was opened for use. No patient harm. The patient's condition is reported as fine.